Event description:
A product liability claimed was raised. It was reported that the patient was implanted a durom acetabular component on the left side on (B)(6) 2007. The patient was revised on (B)(6) 2013 due to infection and pain.

Manufacturer narrative:
The manufacturer did not received devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause fo rhe outcome observed was a loose or unstable cut that resulted form use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program fo r users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2425-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer's reference number of this file is cpt(B)(4).